Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 140mg/dl. Reportedly, customer did not have alternate insulin therapy at the time of the report and declined follow up to confirm that alternate insulin therapy was obtained.